Event description:
In this case, a 21mm aortic valve was explanted after an implant duration of approximately 4 years 2 months (50.83 months) due to unknown reasons and replaced with a magna ease, model 3300tfx-21mm aortic valve.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. No additional information is available. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is in process. No additional information was provided. No follow up doctor or surgeon information was provided. No reason for explant and replacement provided. Follow up will be submitted with DHR results.